Event description:
It was reported that the air bubble detector (abd) used for cardiopulmonary bypass procedure reported air when there was no abnormality. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.